Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not implanted successfully due to patient anatomy regurgitation. The lead will not be returned.